Manufacturer narrative:
Following product return and completion of lab analysis, a follow-up report will be submitted.

Manufacturer narrative:
Upon return, the device was thoroughly analyzed. Microscopic visual inspection noted no irregularities. A lead was inserted into each lead barrel and each setscrew tightened on the lead pin without difficulties. Lead extraction testing revealed that the lead remained in place when moderate to strong extraction force was applied. All other setscrews moved freely and operated normally. The device was then put through and passed a series of automated diagnostic testing. Analysis testing was unable to confirm the field observations of setscrew difficulty during implant as all setscrews operated normally and as designed. This device has been archived as meeting specifications.

Event description:
Boston scientific received information that during the attempted implant of this device following a successful lead-device connection, the physician elected to remove the associated lead setscrew, so as to free the lead and reposition for better measurements. Following successful lead repositioning, the setscrew then become stuck and the physician was unable to re-secure the lead-device connection. It was reported two different torque wrenches were used, due to loss of sterility of the first wrench. Due to the setscrew difficulty, this device was removed from the implant procedure and replaced with another bsc product in the absence of product anomaly or adverse patient effects. The attempted implant device is intended to be returned for a post market assessment and no reports of any lead damage.